Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and an absorbable hemostat was used. The patient experienced an infection. Th surgeon is not sure if the absorbable hemostat is the cause or not. He will continue to use it because it could just be a coincidence.